Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Please retract this report 2017865-2013-04894 the same issue was reported as 2017865-2013-04803.

Event description:
It was reported that the atrial lead exhibited oversensing. The lead was capped and replaced.